Event description:
Natural knee components mfg by sulzer orthopedics, inc were installed into pt's body as part of a left knee replacement. Pt discovered the device had failed, causing pain and injuries. Surgery followed.